Event description:
It was reported that the zimmer skin graft mesher had a bent roller. No additional clinical info was received prior to this report. A follow up medwatch will be submitted if additional clinical info is received.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was mfg on 06/29/1998 and was last repaired on (B)(4) 2013 for a non-related issue. Evaluation of the device revealed excessive deformation of the comb. It was also observed that the left side plate was gouged and the shoulder bolts were corroded. Prior to repair, a test mesh and calibration check could not be performed due to the damaged comb. Customer did not return any cutters for evaluation. In post-repair, it was observed that the roller was galling the left side plate, causing damage to the roller as well. Improper handling by the user most likely caused the damage to the device, which most likely caused the customer's reported event. The device was serviced and returned to the customer.